Event description:
It was reported that fenestrated bipolar forceps instrument was damaged. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. After visual inspection the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged, and the conductor wire is exposed as a result. The instrument passed the electrical continuity test in both grips.